Event description:
A physicain reported a 17 year-old female developed a factor v deficiency after surgery with the use of gelfoam (exact gelfoam product unknown). Approximately 7 jul 99, she underwent spinal fusion surgery as a result of rett syndrome where gelfoam was used. About one week later, she develpoed herparin induced thrombocytopenia and the heparin was discontinued. About 14 jul 99, she developed coagulopathy factor v deficiency resulting in gastrointestinal bleeding. The event was considered life-threatening and hospitalization was prolonged. She was administered fresh frozen plasma/factor v to treat the bleeding. Despite treatment, her factor v value was <1% om 16 jul 99. On 22 jul 99, her platelets were increasing. She gradually improved over two weeks and coagulation values were normal. She had no further bleeding problems. The reporting physician speculated that the coagulopathy could be due to an immunological reaction to either bovine or porcine products. Consequentlty, they could only attribute the event to gelfoam, although they are not sure what caused the event.